Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Event description:
The patient has been reported to have survived at explant.

Manufacturer narrative:
Corrected data - d4 UDI number corrected - d6a and d6b erroneously entered in previous reports and should have been blank; aic is not an implantable device - h5 corrected - h8 corrected the investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that when their impella 5.5 was inserted, started on p2, a placement signal not reliable alarmed momentarily on their automated impella controller (aic) then self resolved. The aortic placement signal was not correlating with patient¿s true a-line¿off about 20 mmhg and remains that way. No patient harm has been reported.